Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
The account did not want a follow-up call from the technician. As of this report, hill-rom has not received any info indicating what work was performed on this device to correct the issue. Therefore, hill-rom cannot state whether the issue has been resolved or not. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.